Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump indicated a data log corruption. Blood glucose (bg) level was 600 mg/dl. Customer address high bg with a manual injection and correction bolus. Reportedly, customer reverted to manual injections for insulin therapy.